Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. A definitive cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported patient effect of mitral regurgitation (mr) was a result of the reported slda. The reported patient effect of mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation (mr) and single leaflet device attachment (slda). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3-4. One xtr clip delivery system (cds) was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2019, echocardiogram was performed and showed the implanted clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. On (B)(6) 2019, a second procedure was performed to stabilize the implanted clip. One ntr cds was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.